Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient requested the ipg to be replaced with a conventional battery. The patient no longer wanted to charge the ipg. The patient's ipg was replaced with a conventional battery.